Event description:
On (B)(6) 2010, solta medical became aware of an adverse event resulting from a thermage treatment performed on (B)(6) 2010. Event took place in (B)(6) where pt was receiving a thermage treatment to her upper arms and received burns and blistering at treatment site on the front of one of the arms. Photographs reveal that the healing process will most likely result in scarring.

Manufacturer narrative:
Solta does not have the tip back for eval yet. When tip is returned to solta, a full investigation will occur. At this time, cannot make a determination of causality of pt injuries.